Manufacturer narrative:
Date of event was approximated to (B)(6) 2016, the implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ll system - halo device was implanted into the patient during a vaginal hysterectomy with obtryx suburethral sling procedure performed on (B)(6) 2016 for the treatment of menorrhagia, prolapse and pelvic pain. As reported by the patient's attorney, the patient experienced an unknown injury.